Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for an unrelated procedure. Upon interrogation, it was noted that the pacemaker exhibited intermittent noise and the electrocardiograms would intermittently disappear completely. It was also noted that the patient information screen displayed random symbols. The device was re-interrogated with a second programmer, but the issue was not resolved. The physician proceeded with the procedure and following the procedure, the electrocardiograms reappeared. No device intervention was performed. Patient was stable and will continue to be monitored.